Manufacturer narrative:
Alleged failure: new platform: used remote for device control to activate compliment. When looking back at the screen they lost signal. The 1688 ccu had an error message (unsure of message). Rep unplugged the camera, performed a reboot and the image was back. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. Probable root causes could be a power surge or a bad connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that image loss was experienced. The signal was regained after 29 seconds by resetting the ccu, and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that image loss was experienced. The signal was regained after 29 seconds by resetting the ccu, and the procedure was completed successfully.